Manufacturer narrative:
Visual examination of the returned products identified that the shims exhibited signs of repeated use and the ball bearings and springs had disassembled; and adjustable resection tower exhibits signs of repeated use (nicked or gouged) and missing bearings. The DHR was reviewed and no discrepancies relevant to the reported event were found. The issue of the persona shim ball bearings disassembling was previously investigated. The investigation identified that the ball bearings could disassemble during cleaning. The root cause of the reported issue is attributed to a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was discovered during sterile processing that the ball bearings were missing from the instrument. No adverse events have been reported as a result of the malfunction. Attempts have been made, and no further information is available.